Manufacturer narrative:
The medical device problem code was updated. The investigation determined the event was due to a sample quality issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 disk. No questionable results were reported outside of the laboratory. The sample initially resulted in an hcg+beta value of 0.5 miu/ml and it repeated as approximately 16000 miu/ml.

Manufacturer narrative:
The lot number and expiration date of the hcg+beta reagent were requested, but not provided. The complained sample contained a clot. It was recommended to the customer to increase sample centrifugation time and check sample quality before loading the samples onto the instrument. The investigation is ongoing.